Manufacturer narrative:
The device was returned for evaluation. Sample #1 and #2 were received without mating device and sample #3 was returned connected to a 0.9% sodium chloride 10ml syringe. It was observed on each 0.2 micron filter that both filters appeared to be wetted out. Each filter was tested and it was confirmed a leaks from the filter vent. Complaint of leaks can be confirmed based on the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer reported that an unknown chemo drug leaked from the air vent during infusion. The device was not reprocessed/resterilized. The set was replaced, and therapy was resumed. There was no unprotected chemo exposure in this event. There was patient involvement, but no adverse event, no patient or healthcare provider harm, and no delay in critical therapy. This is the third of three events.